Event description:
The iab was inserted into the pt on 10/26/97 at 9:51 p.m. And removed on 10/28/97 at 5:25 p.m. The iab did not malfunction. As a result of the event, the pt had a hematoma. Event complications: the pt had a hematoma-reported 12/23/97. (Pt's current status: discharged-rpt'd 12/23/97.)